Event description:
It was reported that the shock impedance was less than 30 ohms. The patient had recently undergone a gastro-intestinal surgery procedure, and the system was being checked. An x-ray was done and reviewed. Technical services advised it may be due to extra fluid in the chest. The system remains implanted. There were no adverse patient effects.